Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that a haptic plate was torn off from the optic and was missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cc4204bf silicone plate lens and the trailing haptic got stuck in the injector during insertion. The lens was removed and another same model lens was implanted. There was no patient injury.